Manufacturer narrative:
Further evaluation of the device found that due to deformation of the coupler unit, the scope did not rotate at all. The adapter was worn out and could not be rotated, and the coupling piece on the bracket was broken. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a defect with the subject device without specific details. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found a cable break, and due to a water leak in the cable unit, noise occurred on the screen and no image was displayed. This report is being submitted for the malfunction found by service during the device evaluation [image noise/no image]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 13 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to water leakage from the cable unit. The water leak from the cable unit occurred due to wear and damage caused by the increase in use/time. Olympus will continue to monitor the field performance of this device.